Event description:
It has been reported that the pt was implanted with a znn cmn nail 11.5mmx40cm 130 l, in (B)(6) 2012. In (B)(6) 2013, the pt underwent revision surgery because the nail broke at screw height. The report also mentioned that this breakage of the nail is in the second nail breakage for the pt. The first revision surgery, pt was implanted with a competitor's product and the nail broke "at screw height", and was replaced by zimmer product and the nail broke as well, at screw height. There are no x-ray pictures received to investigate why this breakage repeated itself. Further info has been requested.

Manufacturer narrative:
The MFR did not receive the explanted device(s) for review and the cause for this specific clinical event cannot be ascertained from the info provided. There were no other documents received. An updated report will be submitted once the product is received and investigated and the eval result is made available. (B)(4).